Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device produced no image and an error unsupported scope. There were no reports of patient involvement. This event was reported during set up / inspection for use (during set up in room / before patient in room).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is noise in the image and white dots. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because cable unit is worn out, there is noise in the image and white dots, which is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.